Event description:
The device reportedly displayed a connect electrodes message when it was attached to a pt. The disposable electrodes were replaced and the connect electrodes message was repeated. A back up device was obtained and used to continue treatment. A third set of disposable electrodes were applied to the pt and a connect electrodes message was observed from the back up device. The device was switched over to standard paddles and the pt was defibrillated successfully. The pt's outcome and details were not reported.